Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed insulin pump motor error alarm. Customer's blood glucose was 5.6 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No unexpected pump error 43 noted during testing however pump error 43 was noted in the formatted history and long trace files. Problem was isolated to the motor. Pump received with scratched case, cracked battery tube threads, cracked case behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.